Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt's sister reported the pt had passed away on 05/21/2014. The cause of death was not provided. Attempting to contact the pt's physician to determine the cause of death was unsuccessful.